Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
During a femoral nailing procedure, a ti cannulated lateral entry femoral nail-ex sterile, was implanted. X-ray taken post operatively showed the pt had been implanted with a right nail instead of a left nail. There is no current plan for revision.